Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat incontinence, abnormal uterine bleeding and myomatous uterus and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that on (B)(6) 2009 the patient underwent excision of exposed mesh due to mesh exposed from previous transvaginal tape. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): pressure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.